Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 590 mg/dl. Customer was treated with syringe and she refused for the troubleshooting because she was feeling better. Customer was not able to calibrate. The device will not be returned for analysis.